Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ sst" ii advance plus blood collection tubes there was poor separator movement. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tube, it was found that the hgc value is not accurate, because the separation adhesive is stuck on the probe, inserting. It is dirty, negative positive."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. Four (4) retained samples from the same lot number were, therefore, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1211rcf for 10 minutes, using an mse mistral 1000 centrifuge. Gel smearing was not observed. All samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor separator movement. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tube, it was found that the hgc value is not accurate, because the separation adhesive is stuck on the probe, inserting. It is dirty, negative positive."